Event description:
Daughter was being assisted in lift and it fell to ground in october. Lift failed and fell on top of her. Had to have surgery the next day. Lift won't stay up and wheel/ caster is broken. At home when this happened. Happened either on (B)(6) 2022. Broke her femur. Had major surgery - pins and rods. Said she fell to the floor and it fell on top of her.